Manufacturer narrative:
A review of the drawings, instructions for use (IFU), specifications and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describes the intended use; specific items are addressed such as: warnings: ¿do not power inject contrast medium through catheter. Catheter rupture may result. Use of a 10ml or larger syringe will reduce the risk of catheter rupture." Precautions: " if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter size should be as small as the use will allow." Based on the information provided, no product returned and the results of our investigation, user error / failure to follow instructions caused the event. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that the peripherally inserted central catheter (PICC) line burst under CT (computed tomography) power injection. The catheter was explanted, discarded and the user placed an IV line to perform CT power injection of contrast media. The patient underwent a subsequent PICC line replacement. No further event or patient information was provided.